Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of r-waves. X-ray revealed dislodgement. The physician programmed the tachy therapy off, and external pacing and defib was used while the patient was transferred to another hospital. Twiddler's syndrome was discovered. The lead was explanted and replaced.